Event description:
Info received indicates the beds head up and down functions are not working and the raised to the high position.

Manufacturer narrative:
The technician found the head drive assembly was bent. He replaced the head drive assembly to repair the bed.